Event description:
It was further reported that the patient continued having concerns with their device, but had not sought further help.

Event description:
It was reported the device had turned off 3 times since implant. When the stimulation had turned off it usually happened after a charging session. The patient would charge the device in the evening, remove the recharger, and then go to bed. The patient would then wake up in the morning with no stimulation and the stimulator was found to be "off." The patient would have to turn the stimulation "on." Per the reporter it was not likely the device was accidentally being turned off during the recharging session prior to bed because the patient's pain spikes "very rapidly" when the device is "off." The patient was getting "good" pain relief when the device was "on" and had no other issues with the device. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Lead: model 3778-60, serial #(B)(4), implanted: (B)(6) 2010. Lead: model 3778-60, serial #(B)(4), implanted: (B)(6) 2010. Programmer: model 37743, serial #(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that they had a loss of stimulation around the time of recharging. The recharger was used and found that stimulation was off. Turning stimulation on resolved the issue. The most recent occurrence of this issue was (B)(6) 2015. The indication for use was other chronic/intractable pain of the trunk/limbs.